Event description:
It was reported that when the patient presented in the clinic, nonsustained right ventricular oversensing episodes were observed due to possible myopotential oversensing. Oversensing was reproduced by deep breath and coughing. Device was reprogrammed, and the oversensing was no longer seen.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.